Event description:
User experienced erroneous creatinine results for five patient samples. Three patient examples were provided: sample 1 initial result 5.8 mg/dl, repeated in 2008 gave 1.0 mg/dl. Sample 2 initial result 7.5 mg/dl, repeated in the same day gave 1.3 mg/dl. Sample 3 tested in the same day initial result 11.3 mg/dl, repeat result 1.3 mg/dl. Erroneous results were reported and corrected reports were sent to physician. No information regarding patient treatment was provided by the customer when requested. The user determined there was a pinched r2 syringe o-ring and replaced it. The field service representative verified the repair. Performance tests were performed.